Event description:
The patient was implanted in the port on (B)(6) and underwent a second round of chemotherapy at the hospital recently. While preparing for infusion, the nurse found that the infusion port could not draw blood back. Subsequently, when the patient went for an x-ray, the doctor found that the catheter had fallen off and was flowing along the blood flow to the heart. The doctor provided feedback that the size of the connecting ring was found to be inappropriate multiple times. After connecting the port and catheter, the connecting ring was placed at the outlet of the injection seat and gently pushed. However, the ring was not tightly connected and was very loose, affecting the connection between the catheter and the port seat. The catheter has been removed from the patient's body through interventional surgery.

Manufacturer narrative:
Note: product reference 4436946 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st305p sm set pur 6,5f IV reference 4436946 from batch 9553589. Device history record: batch record file number 9553589 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in 10/2025. Summary of investigation: the device involved in this complaint and a copy of the x-ray pictures were returned for investigation. X-ray pictures review: those x-ray pictures were taken when the incident was detected on (B)(6) 2026: the catheter is disconnected from the access port housing and has migrated to the patient's heart. The connection ring is not connected to the access port housing. Visual inspection of the returned device: we received for investigation the access port housing from batch 9553589 and the connection ring. The catheter was not returned for investigation. No defect is visible on the returned elements. Dimensional measures: the elements received (connection ring and exit cannula of access port housing) were measured: they are all compliant with the defined specifications. Pull test at the juncture access port-catheter: a pull test was performed on the received access port and the catheter of a retained kit from the same batch nr. The pull test results are compliant with the requirement: the disconnection strength is 2 times superior to the iso 10555-6 standard requirement. Raw material historical review: the batch records of the catheters, the connection rings and the access port housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional inspections are performed during our manufacturing process. No discrepancy in our manufacturing process that could lead to this type of defect was observed. Root cause: the investigations performed have confirmed the compliance of the returned device with the specifications and requirements. The short duration of implantation (less than a month) allows to hypothesis that the catheter was not correctly/completely mounted on the exit cannula: not firmly pushed onto the exit cannula ensuring the catheter covers the exit cannula up to the stop, as required in the IFU. Conclusion: our investigations did not allow us to detect any discrepancy during the manufacturing process. In addition, the returned sample was compliant with the defined specifications. Consequently, it is highly suspected that a handling error by the medical staff is at the origin of this catheter disconnection after half a month of implantation. Catheter disconnection is a known complication of access port devices. The complaint rate for this type of incidents remains low. No corrective action is currently envisaged. The IFU already gives recommendations to avoid this type of incident.